Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the following verbatim. It was reported by customer that IV pump kept alarming "air in line." Ear channel changed, brain restarted, still alarmed. New primary tubing set obtained and fixed problem.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material # unknown batch # unknown. It was reported by customer that IV pump kept alarming "air in line." Ear channel changed, brain restarted, still alarmed. New primary tubing set obtained and fixed problem. Rcc received a complaint via email. IV pump kept alarming "air in line." Ear channel changed, brain restarted, still alarmed. New primary tubing set obtained and fixed problem. IV administration set ID# (B)(4). Filter 0.2um ID # (B)(4). Additional information received on 17feb. 1. Can you please provide an exact date of event in mm-dd-yyyy format? 01/13/2025. 2. Can you please provide the material number of the product associated with reported issue? IV administration set ID# (B)(4) filter 0.2um ID # (B)(4). (The unit was unable to elaborate further on material numbers.) 3. Can you please provide the lot number of the product associated with reported issue? Unknown, product was disposed of. 4. What was the impact to the patient? It took a few minutes of troubleshooting (attempting to flush the tubing again) when rn decided to just obtain a new setup. The rn replaced the tubing and filter with a new set, and that worked without issue. 5. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No injury or harm to the patient or staff was noted.